Event description:
Report received indicated withdrawal difficulty through sheath introducer (si) with the catheter system resulting in device separation. The target lesion was the common femoral artery, which was heavily calcified. There was difficulty tracking the device through the vessel due to calcification. A contralateral approach was made to reach the lesion through a 6fr sheath. An amplatz guidewire was used and when crossing the lesion was reported that had buckled badly. There were no anomalies noted when the catheter was inspected and prepped. The balloon catheter reached the lesion for dilation and thereafter, was inflated below its rated balloon pressure and totally deflated without any anomalies. Attempts were made to withdraw the system from the pt however, the catheter would not come out of sheath introducer (it was stuck). Subsequently, catheter was pulled hard and tip separated at this point. Approx 1cm of balloon stayed attached to the system and the rest of the balloon remains in the pt. There were no issues reported with the si. Presently, there is no information where the remainder of device is located (in the vessel or retrieved from the pt). There were no adverse effects to the pt reported at this time.

Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.